Event description:
It was reported that a revision surgery was performed on (B)(6) 2015 due to broken 2.7/3.5mm variable angle (va) plate which broke at the mid-shaft and malunion. The original surgery was performed for a left pilon (intraarticular distal tibia) fracture. It was the va plate and 17 unknown screws were removed. It was reported that the plate broke at the non-occupied hole adjacent to 3.5 mm cortical (anterior-posterior) lag screw. An antibiotic nail was implanted due to suspicion of infection. Multiple cultures were taken. An external fixator was also applied for stabilization until definitive treatment could be determined. Future plans include revision with a tibial nail. There was no surgical delay and the procedure was successfully completed. No broken fragments were left in there patient. This report is for one, unknown 2.7/3.5mm va locking medial distal tibia plate. This is report 1 of 3 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient gender was not reported. This report is for one, unknown 2.7/3.5 mm variable angle locking medial distal tibia plate. Part and lot numbers are unknown. Implant date is unknown. (B)(4). Without part and lot numbers a device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.